Event description:
The manufacturer received information alleging a ventilator's sound buzzer failed. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound buzzer failed. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device did not pass the evaluation as specified in the service manual. The connectors are in good condition, the cabinet is in good conditions but other parts are damage, it is not necessary to replace batteries.